Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 572 mg/dl. The customer stated that he was not wearing the insulin pump at the time of the event and was awaiting the arrival of a replacement insulin pump already. He complained of sickness as a symptom of high blood glucose levels. He was discharged the next day after the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.